Event description:
This is the second of two reports (same pt, same incident, same product ID (quantity 2), same product problem). This report is regards to the second accudrain (device 1). FDA request was received for uf/importer report#: (B)(6) on (B)(6) 2014. Device 1: pt was noted to have high intracranial (icp) in the 30's. Neuro exam deteriorated. Neurosurgery was notified and went in to assess the pt immediately. Stat CT scan was done and operating room was scheduled for urgent decompression. When attempting to transduce icp to show the technique to anesthesia, who was present to pick up pt for operating room, a slack at the stopcock of ventriculostomy drain set (1) was noticed as well as a crack with the tubing completely breaking off stopcock on inspection, leaving the vent drain open to air at pt's side. The drain was immediately clamped and covered with a sterile dressing and the system was replaced with new set up, including a new transducer. Device 2: the icp reading with the new set up was initially 28 and then lowered to 2-3. Surgery was canceled by neurosurgery due to the low readings. Upon close inspection of the new set (second device), a small crack was noted at the stopcock with significant leaking of cerebrospinal fluid (csf). The vent drain was clamped immediately and another third new drain set up including new transducer was placed. Icp readings were 28-30. The brain decompression surgery was rescheduled. Pt left for the operating room. Clarification was received from the customer on (B)(6)2014 the integra was not made aware by the user facility of the events reported to FDA involving these accudrain incidents that occurred on (B)(6)2013. Additional info was requested and on (B)(6)2014, the following was provided by the customer: it was reported that the date of the incident was (B)(6)2013. The accudrain was placed on the (B)(6) old male pt due to "refractory intracranial swelling pressure, subdural hematoma s/p traumatic fall". The first accudrain was placed/used on the pt on (B)(6)2013. The second accudrain was placed on (B)(6)2013. Icp pressure with this second accudrain setup was reading 28 initially, then lowering to 2-3. Brain decompressions surgery was scheduled for (B)(6)2013 but was cancelled by neurosurgery due to the low icp readings. Surgery was then rescheduled and performed on (B)(6)2013.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.